Event description:
Pt had applied a band-aid brand advanced healing blister adhesive bandage to their heel. The pt allegedly noted generalized body itch shortly thereafter. A day or two later, pt developed hoarseness, and by evening of that same day, the pt's chin began to swell, pt throat felt tight and pt experienced shortness of breath. Pt was taken to the e.r, treated, and was released when their condition was stable. Pt may have been treated with intravenous antihistamine. Family member allegedly did not know what the diagnosis was. Pt's symptoms recurred that night at home, pt got out of bed and took the product off pt's heel. Pt symptoms quickly subsided. Pt next called j&j two days later to report that they had allegedly applied the bandage to cover the side of pt's heel where pt's new shoes were tight fitting. During the following night, pt noticed that itching was occurring mainly in their underarm area. Pt next reported that they took benedryl. The next day pt allegedly had swelling in their chin area, went to the e.r., and was treated with intravenous medicines. They reported that they still had a few hives on their upper lip. Next, they reported that they took off the bandage and had no more hives. When johnson & johnson medical services received a copy of the consumer's medical records, the records stated that the diagnosis was an allergic reaction; that the consumer had been treated with intravenous decadron, benedryl and pepcid; and that they were to take benedryl as needed after discharge. No further info is expected on this compliant. We consider the MDR closed.